Manufacturer narrative:
Initial and final MDR 1877128 - MDR 3003442380-2024-05441 - device 1 of 4. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with four infusion sets cannulas were bent. The events were noticed on 10-jul-2023 and 20-apr-2024. The patient faced symptoms within 3 or more hours after insertion. The insertion site was abdomen. Moreover, the patient went to the emergency room (ER) and/or was hospitalized on (B)(6) 2024 and styed for 3 hours. The blood glucose level was 342 mg/dl. Further, the patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.